Event description:
The caller reported an issue with the insulin gauge displaying a different amount than expected, experiencing a fill estimate issue with the pump. There was no adverse impact to the customer¿s blood glucose level. The caller, after receiving instruction from technical support, acknowledged they should not overfill the cartridge and opted to continue using the current cartridge rather than load a new one, with the possibility of following up if necessary.